Event description:
It was reported that a patient underwent a ventral hernia repair on an unknown date and the mesh was implanted. It was reported that the patient's hernia reappeared and the patient was re-operated on around six months later. The surgeon noted that he felt this was due to the patient and not the mesh, with no abnormalities noted in the proceed mesh prior to use. It was also reported that the patient is now well following the second procedure.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Additional information was requested and the following was obtained: please provide procedure name and date. Please provide product code. Please provide lot number. Was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. What is the most current patient health status and condition? Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Email response - I was with the surgeon at the time of this being submitted as a mir. The procedure was a redo of a double hernia repair, this then reappeared and the lady was re-operated on around 6 months later. The surgeon noted that he felt this was due to the patient and not the mesh, with no abnormalities noted in the proceed mesh prior to use. All details for this were provided as part of the mir that it originates from. The procedure was a ventral repair using proceed mesh, lot number was not able to be identified. There was no visible defect of the mesh but after 6 months the patient required a redo. The initial procedure repaired two defects, with some further reparative work being done in the second instance. Patient is now well following the second procedure.